Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving morphine at an unknown dose and concentration via an implantable pump. The indication for use was noted as spinal pain. The patient experienced withdrawal symptoms when her pump ran out of medicine in (B)(6) 2014.